Manufacturer narrative:
As reported, sorbafix enhanced fastener was twisting and removed. The subject device was not available for return. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. Note, the date of event is considered to be a best estimate as 15-dec-2024 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As per medsun report, "utilized for hernia procedure with mesh. Initially working well in deploying sorbafix to mesh and malfunctioned after; per surgical team: "twisting," and needed to be removed. Sequestered and new sorbafix utilized in its place."